Manufacturer narrative:
Per -3607 final report. Additional information, including the device details of all devices involved in the revision, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following the revision and whether the patient experienced any trauma prior to the revision, if the surgeon revised to a thicker insert have been requested to the reporter. The age of the patient was provided and the reporter confirmed that the surgeon revised to a thicker insert. Other inofrmatiom was not available. The device details of the explanted unity insert were provided and the manufacturing records was identified and reviewed. It was found that the device conformed to material and dimensional specifications at the time of manufacture. The explanted unity insert was examined upon return. The insert did not show signs of adverse wear or damage. Based on the available information, the event is most likely not related to a failure of the corin devices. The quad weakness, poor patella tracking and pain seem to be related to the size of the implants. This case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrubutor caused or contributed to this event.

Event description:
Unity revision after approximately 1 year and 3 months due to quad weakness, poor patella tracking and pain.

Manufacturer narrative:
Per -3607 initial report. Additional information, including the device details of all devices involved in the revision, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following the revision and whether the patient experienced any trauma prior to the revision have been requested to the reporter. Available information will be detailed in a supplemental report. The device details of the explanted unity insert were provided and the manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. The explanted unity insert will be examined if returned. Conclusions will be provided in a supplemental report.

Event description:
Unity revision after approxumately 1 year and 3 months due to quad weakness, poor patella tracking and pain.